Event description:
Boston scientific crm received information that this health care professional called to report this patient was syncopal and requested a device interrogation. A boston scientific crm sales representative was paged regarding this issue. The device was interrogated and normal function was confirmed, however the source of the syncope was not determined.

Manufacturer narrative:
There is no further information available. Should additional information become available, this event would be updated as necessary.